Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain which became aggravated and cloudy effluent. The patient refused the recommended hospitalization for the peritonitis event. The cause of the peritonitis was not reported. Beginning on the same day as the receipt of this report, the patient was treated with cefazolin 1 gram once a day intraperitoneally (duration not reported) and tazicef 1 gram once a day intraperitoneally (duration not reported) for the peritonitis event. Treatment with cefazolin and tazicef was reported to be ongoing at the time of this report. Dianeal therapies were ongoing. The patient was not recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date (approximately (B)(6) 2015), the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.